Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. The expiratory cassette replaced by the user is only a measuring device in the ventilator and it measures the expiratory flow. Any technical error in the expiratory cassette will not affect delivered ventilation volumes that would be as set but actions taken when the error occurred caused delayed treatment according to the healthcare facility. No investigation has been possible, therefore the root cause of the reported alarm has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it generated a technical error in expiratory cassette. The ventilator was disconnected from the patient, the expiratory cassette was replaced and a pre-use check was performed. According to the hospital, the ventilator issues delayed and affected patient care. The patient outcome is unknown. Manufacturer's ref. #: (B)(4).